Event description:
The following has been reported: "displayed error number 22-0008 after the device is turned on." No adverse event was reported to fresenius kabi. Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The device was repaired locally by the market unit (mu) according to the process in the technical manual. The spare part force sensor was returned to our laboratory for analysis. Upon reception, the piece was submitted to some tests in order to confirm the reported issue. Nothing was noticed during the visual check. The results of the tests confirm the event. Indeed, the sensor value was unstable. This unstability would have corrupted the sensor sensitivity and then, trigger error 22. The root cause of this event is a defective force sensor. An internal CAPA has been opened in april 2019 in order to reduce the occurrence of error 22. To our knowledge no patient consequences have been reported. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.